Event description:
Customer reported tubing leaked at hub connector to baby. Fluid running: 20% intralipid. Slow leak - must have been leaking for several hours (up to 6 hours). No pt harm reported. No additional info was available.

Manufacturer narrative:
Manufacturer's report date: 09/29/2010. (B)(4). Product evaluated and customer's experience of set leaking at hub connector was confirmed. The leak was found to originate from the engagement of the microbore tubing to the micro luer lock. The root cause of the leak at the engagement point was not definitively identified. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.